Manufacturer narrative:
Case-(B)(4) - the device was not returned for evaluation. The device history record was reviewed for lot MFR-0705a. The devices were released on 9/6/2016 and the expiration date is 8/1/2019. (B)(4) devices were built and (B)(4) devices were released. (B)(4) devices were scrapped for bioburden testing. Three (3) devices were scrapped for lal, three (3) devices were retained by engineering for review. Two (2) devices failed for cracks in the magnet cap, these devices were scrapped for engineering review ((B)(4)). One (1) device failed for damaged tubing ((B)(4)). There were three (3) ncrs and one (1) rework associated with this lot. (B)(4) were associated with peel testing failures. These devices were repackaged and would have no affect on the complaint. (B)(4) was opened for damaged tubing. The device was removed from production and was not reworked. Ncr-2016-0456 was opened for cracks in the magnet cap. Two (2) defective devices were detained and remaining devices were 100% inspected for the same failure. These non-conformances would not have contributed to the complaint. There is nothing in the device history review to indicate the devices were released with any non-conformances that would have contributed to the complaint. Device discarded by facility.

Event description:
There was a tt off pump maze case in which fusion was used with nothing outstanding happening during the course of the procedure. Clean cath, carotids, with normal ef. Four sets of bipolar and mono polar burns on sections 1 - 6 were done. A 10k of heparin was given immediately before fusion was used. Post-op day 2, there were vision issues. A CT was done on the same day and a large stroke was confirmed. Surgeon feels that the device created char or coagulum that embolized. Patient has lost vision to left.